Event description:
The customer reported frequent occurrences of the ¿ventilator service required¿ alarm on a trilogy evo ventilator. The sales representative was notified by the hospital's biomedical engineer and replaced the device on-site with a replacement unit. No patient harm or adverse clinical outcome was reported. The ventilator was in clinical use at the time of the alarm. Operational checks did not replicate the alarm; however, an error code related to an internal battery failure was confirmed in the device error log. The system pca was replaced to address this fault. Additionally, dirt was identified in the device, prompting replacement of the blower assembly. Preventive maintenance was performed, including replacement of the air inlet foam filter, particulate filter, and muffler assembly. Final functional tests, including battery check, valve check, run-in tests, and cleaning, were completed successfully, and the device was returned to service.